Event description:
It was reported that during an acl arthroscopy, the guide wire at the drill tip was damaged and worn by the drill. The doctor likely moved its position while it was being used to make the tunnel, causing the damage. The procedure was completed without surgical delay using a smith & nephew back-up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed one device was returned but not in any original packaging. The proximal end of the shaft has come in contact with a sharp instrument which has shaved two sections of metal from the device and deformed it. The sections of metal were not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or wear from prolonged use. Based on this investigation, the need for corrective action is not indicated.